Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter tilt, and unsuccessful removal attempts of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. It is unknown if the tilt of the filter caused the retrieval difficulty reported. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter tilt, and unsuccessful removal attempts of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The initial legal brief stated that the device used was the trapease vena cava filter. However, it has been determined that the device implanted was the optease retrieval filter. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. According to the information received in the medical records, the patient had a history of being sedentary, abnormal gastrointestinal system, allergic to penicillin, oriented fracture of the transverse and posterior wall of the left acetabulum, pelvic fracture, splenic laceration, smoking, social drinking, graves disease, decompression of eyes, and multi-trauma. During the filter implantation procedure via the right femoral vein, the filter was deployed without difficulty. The patient tolerated the procedure well. The following additional information received per the patient profile form (ppf) indicates that the filter was tilted and embedded in the ivc. The patient underwent an unsuccessful percutaneous filter removal procedure approximately nine months post implantation. Additional medical records state that during the attempted removal, it was observed that the filter was tilted with the hook portion laying against the lateral wall of the vena cava. The hook was observed to be embedded within the vena cava wall and endothelialized. The filter was unable to be removed. The patient was transferred to postoperative recovery in stable condition. The patient profile form (ppf) reports that the patient continues to suffer discomfort, pain, chest pain, and mental anguish. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of being sedentary, abnormal gastrointestinal system, allergic to penicillin, oriented fracture of the transverse and posterior wall of the left acetabulum, pelvic fracture, splenic laceration, smoking, social drinking, graves¿ disease, decompression of eyes, and multi-trauma. During the filter implantation procedure via the right femoral vein, the filter was deployed without difficulty. The patient tolerated the procedure well. The filter subsequently malfunctioned, tilted, and embedded itself in the inferior vena cava (ivc) causing injury and damages to the patient, including, but not limited to continuous discomfort, pain, chest pain, and mental anguish. Per the patient profile form (ppf), the filter was tilted and embedded in the ivc. The patient underwent an unsuccessful percutaneous filter removal procedure approximately nine months post implantation. During the attempted removal, it was observed that the filter was tilted with the hook portion laying against the lateral wall of the vena cava. The hook was observed to be embedded within the vena cava wall and endothelialized. The filter was unable to be removed. The patient was transferred to postoperative recovery in stable condition. The patient profile form (ppf) also reports that the patient has pain and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.